Event description:
It was reported that the user experienced a hyperglycemic event after dinner and a walk, during which the device had previously suspended insulin after a rapid glucose decline and subsequently increased basal delivery; the user¿s glucose peaked at 276 mg/dl, the device issued a high glucose alert, and the corrective algorithm was engaged, with glucose trending down thereafter. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of synced device logs and trend analysis. Investigation of this case revealed appropriate automated basal modulation with anticipated regulation and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with hyperglycemia managed by the system¿s corrective actions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.